Manufacturer narrative:
(B)(4). Insulin pump was received with a dog chew marks. Pump was received with a missing retainer, missing reservoir tube o ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump was damaged on the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.